Event description:
Reporter alleged obtaining a discrepant blood glucose result of 274 mg/dl back to back with a result of 128 mg/dl when testing was performed less than 10 minutes apart on the aviva system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. A requested was made for the return of the suspect device and replacement product was sent.